Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm)

Event description:
A report was received that the patient was no longer receiving adequate stimulation and the ipg would not maintain a charge. The physician suspected malfunction of lead splitter. The patient will undergo a revision procedure wherein the ipg, leads, and lead splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced then splitters were removed due to high impedances. The physician suspected possible splitter failure with the leads. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads and splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was no longer receiving adequate stimulation and the ipg would not maintain a charge. The physician suspected malfunction of lead splitter. The patient will undergo a revision procedure wherein the ipg, leads, and lead splitters will be replaced.